Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, when deploying the implant, the physician turned the driver, and it stopped. Upon removing the driver, it was found that both tines were broken. A new driver was used, which deployed the implant without incident. It is unknown if the damage caused any detached pieces, and if so, whether those pieces were removed. There were no patient complications. The device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, when deploying the implant, the physician turned the driver, and it stopped. Upon removing the driver, it was found that both tines were broken. A new driver was used, which deployed the implant without incident. It is unknown if the damage caused any detached pieces, and if so, whether those pieces were removed. There were no patient complications. The device will not be returned as it was discarded by the medical facility.